Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort at their ipg site. It was noted that the incision site was open so the physician prescribed an antibiotic. At the follow up, the physician elected to explant the patient's ipg due to pus at the incision sites. While in surgery, it was decided to explant the whole system due to the infection starting to spread to the leads (reference MFR. Report#3006705815-2018-00607, #3006705815-2018-00608,# 1627487-2018-02895,# 1627487-2018-02896 )